Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the first of two malfunctions which occurred during the procedure. It was reported to boston scientific corporation in 2009, that a cre pulmonary balloon dilatation catheter was used one day prior. According to the complainant, during the procedure the "black sheath behind the balloon... Came off." It was further reported that the sheath did not detach inside the pt. The dilatation catheter was removed and replaced with a second cre pulmonary balloon dilatation catheter. Refer to MFR report #3005099803-2008-06760 for details regarding the second device.